Event description:
(B)(4). I have very bad abdominal pain migraine. Stomach blooding. Back pain berry bad menstrual periods some times twice a month and very very painful cramping. Some times I feel some type of movement in my belly and it's also painful .